Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that during a generator change, the existing right ventricular (rv) lead exhibited unstable thresholds and low pacing impedance. In addition, inhibition of rv pacing was noted when manipulating the leads. The rv lead currently remains in use, however the patient is being referred for consideration of lead extraction. No patient complications have been reported as a result of this event.